Event description:
It was reported that the right atrial lead exhibited intermittent undersensing. The patient was asymptomatic. The physician elected to program off the lead.

Manufacturer narrative:
(B)(4).